Manufacturer narrative:
Other relevant device: product ID: neu_unknown_prog, lot/serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving saline via an implantable pump for non-malignant pain. It was reported two days earlier, on (B)(6) 2019, the pump was delivering saline from pump implant and the healthcare provider filled the reservoir with dilaudid 10 mg/ml but programmed a bridge bolus instead of a priming bolus. The patient was back at the clinic on (B)(6) 2019 and the healthcare provider wanted to correct the programming error. Technical services provided troubleshooting assistance and reviewed what the priming bolus should be programed to at the time of the call. The rep planned to confer with the healthcare provider. No medical symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant component includes: product ID 8840, lot/serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the healthcare provider (hcp) was using an 8840 clinician programmer when the event occurred. The serial number of the 8840 and the software card version were not available at the time of the report. Regarding any factors that may have caused or contributed to the programming error, the hcp was unsure how he ended up performing a bride bolus rather than a prime bolus. No other actions were taken after the correct prime bolus was performed.

Manufacturer narrative:
Other relevant components include: product ID 8870aau01, lot/serial# (B)(4), implanted: n/a, explanted: n/a, product type software; ubd: n/a UDI#: (B)(4). Product ID 8840 lot/serial# (B)(4), implanted: n/a, explanted: n/a, product type programmer, physician; ubd: n/a UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The serial numbers of the 8840 clinician programmer and the software card involved in the event were provided.